Event description:
The customer reported that the screen stops from time to time. The fse noted that the image intermittently disappears. This issue will cause the system to be unusable due to the inability to see the live image. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was bound to be working and put back into service.